Event description:
The doctor contacted the distributor in 2007 stating that a pt who received a sheet implant eight years ago is showing extrusion. The distributor reported that the doctor was unable to confirm that the implant was a medpor sheet implant because the pt did not return for the scheduled appointment. In 2008, the distributor reported that the pt returned and the doctor removed the medpor sheet implant about 3 months prior.

Manufacturer narrative:
Following a review of the device history record for lot number 7210-117090797, it was determined that all processes and test criteria are within the medpor implant finished product spec.